Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this (B)(6) male patient was emergently implanted with a manufacturers vad ((B)(4)) in his left ventricle and another vad ((B)(4)) in his right ventricle on (B)(6) 2013. The patient's immediate post-operative course was complicated with renal failure necessitating dialysis. The patient developed multi-organ system failure (mosf) and expired on (B)(6) 2013. The cause of death was reported to be mosf and no autopsy was performed. The hvads ((B)(4)) were not returned to the manufacturer are they remained implanted post-mortem. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Multi-organ failure, is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This is one of two reports (3007042319-2016-00770 and 3007042319-2016-00771) submitted for devices related to the same event.

Event description:
It was reported from australia that this (B)(6) male patient with a past medical history of ischemic cardiomyopathy, atrial fibrillation, implantable cardiac defibrillator, stroke and renal impairment, developed multi-organ system failure (mosf), renal and respiratory failure and subsequently expired. A pre-operative echocardiogram revealed and ejection fraction of thirty-five (35) to forty percent (40%) with wall thinning, a normal mitral valve and trivial tricuspid valve regurgitation. The patient was emergently implanted with a manufacturers ventricular assist device (vad), ((B)(4)) in his left ventricle and another manufacturers vad ((B)(4)) in his right ventricle on (B)(6) 2013. This surgery is reported to have been essentially uncomplicated. The patient's immediate post-operative course was complicated with renal failure necessitating dialysis. In addition, his course was complicated my numerous re-intubations for respiratory failure. These respiratory issues were noted to be non-infection related. The patient developed mosf and expired on (B)(6) 2013. The cause of death was reported to be mosf. No autopsy was performed. The pumps were not explanted and are therefore not available for evaluation by the manufacturer.